Event description:
It was reported that the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to "patient had chronic pain with spectra". The implant was replaced "for a softer flaccid state". No further patient complications were reported in relation with this event.